Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine implant of this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) device, that during the defibrillation threshold (dft) testing the telemetry connection was interrupted. The physician reported difficulty in converting rhythm after inducing a ventricular tachycardia (vt) rhythm. The reported first shock was ineffective, an external shock was provided, which was ineffective, and then a 3rd shock was successful. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data and x-ray images. It was noted that the electrode is implanted slightly high than recommended. Ts provided recommended to reposition electrode coil, to allow for additional heart mass coverage and improve energy distribution. Ts provided additional troubleshooting needed at the next follow up appointment. The patient was discharged home. The device remains implanted. No adverse patient effects were reported.